Event description:
The lay pt contacted lifescan (lfs) alleging that her one touch ultra meter powered off during use. The pt felt dizzy at the time of concern. She was unable to answer whether she tested with the reported meter before, during, or after feeling dizzy. The pt admin self-care by taking 70/30 insulin, 40 units at 10:30 pm in 2006. The customer svc agent (csa) educated the pt regarding the automatic shut off feature of the meter and confirmed that the meter powered off before the time elapsed. The csa was unable to walk the pt through replacing the meter battery because the pt did not have a new battery. The meter, test strips, and control solution were replaced. The complaint is reported because the meter powered off during the use, the pt experienced symptoms that could suggest an abnormal blood glucose level, and the pt treated herself by taking insulin. It is not known if the dose of insulin was a regularly scheduled dose.